Event description:
According to the reporter: the shaft frayed during use. The shavings produced were removed from patient with no further issue.

Manufacturer narrative:
Date of initial report: 6/5/2009.